Event description:
The info provided to sjm indicated a 19f ultimum introducer was selected for use in combination with a portico delivery system. A 6f pigtail guidewire was also used. The delivery system was passed through the sheath once. Blood leaked through the hemostasis valve of the sheath during the procedure requiring a transfusion.

Manufacturer narrative:
The results of the investigation concluded that a jagged tear was noted on its proximal surface and extend asymmetrically between the slit center point and the seal edge. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specs prior to leaving sjm mfg facilities a supported by the device history record and the analysis performed. The cause of the leakage was seal damage consistent with component insertion and/or removal.